Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The sales rep reported on behalf of the customer that whilst using a bixcut 8mm reamer to ream the tibia in advance of placing a t2 tibia nail, the head of the 8mm reamer broke from the shaft. Fortunately a ball-tipped guidewire was used to take the broken head of the reamer out of the pt's tibia shaft. She added that the hcp took the reamer out and saw immediately that the head/shaft junction was broken. Then the hcp got reamer head out by using the ball-tipped guidewire. The broken 8mm bixcut reamer had no consequences for the pt.